Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The five additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with six proglide devices using the pre-close technique prior to a left ventricular assist device (lvad) interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment of all six proglides. The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch reports, additional information was received. It was reported that suture placement in the right common femoral artery was attempted with six proglide devices via a 6f using the pre-close technique prior to a left ventricular assist device (lvad) interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment of all six proglides. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.